Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: customer reported defective catheters for two po's. Additional info received 05/02/2023: the lot number is #2284590 for 22gax1.00 in. The issue was the button to retract the needle would stick. The needle sometimes wouldn¿t retract. Sometimes the needle would retract on it¿s own when putting it in a patient. No harm was done to any patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 08-may-2023. H6: investigation summary: bd received fifty sealed 22 gauge insyte autoguard units from lot 2284590 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage or deformities. Also none of the devices appeared to have already been retracted or retracted prematurely. Next, the engineer randomly selected twenty units for testing. The units were inspected for excess gel inside of the needle grip with various degrees of excess gel being found. The gel found inside of the grip can push against the inside wall creating crease lines and causing slow retraction times. This was observed during testing. Each unit tested was found to retract slowly but did eventually retract. Therefore, based off the visual inspection and testing the engineer was able to verify a slow retraction rate but could not verify any issues with premature retraction or retraction failure. It was determined that this was a manufacturing defect caused by the excess gel observed inside of the needle grip.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: customer reported defective catheters for two po's. Additional info received 05/02/2023: the lot number is #2284590 for 22gax1.00 in. The issue was the button to retract the needle would stick. The needle sometimes wouldn¿t retract. Sometimes the needle would retract on it¿s own when putting it in a patient. No harm was done to any patient.